Event description:
It was reported that the pump had a pending alarm at an implant surgery. The pump had a motor stall and motor stall recovery during shelf state 2012-(B)(6). There were no active alarms to silence. The pump was programmed with no issues. It was decided to implant the pump. The patient was doing ¿fine¿ after implant surgery. The device system was to be used to deliver morphine, but was not yet in use at the time of the event.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter product ID 8835, serial# (B)(4), product type programmer, (B)(4).